Event description:
It was reported that the field representative called for assistance with magnetic resonance imaging (MRI) programming. The representative programmed the pacemaker to MRI protection mode and the patient is already in the scanner. Technical services (ts) reviewed a stored atrial tachy response (atr) episode and found there was oversensing which resulted in a pause in atrial pacing. Ts discussed possible causes and recommended to send in a consult transmission. At this time, the device remains in service. No adverse patient effects were reported.